Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient had staphylococcus aureus infection and vegetation was found on the leads. There were no adverse patient effects reported. This device was explanted.